Event description:
It was reported by the initial reporter that a patient kicked and shattered the glass of the visum light head assembly. There were no adverse consequences to the patient

Manufacturer narrative:
Further attempts will be made for this information. There is no expiration date established for this device. Device was evaluated in the field. This issue does not constitute as a malfunction, death, or serious injury. Device manufactured date is unknown at this point. Further attempts will be made for this information. Evaluation summary: the patient was coming out of anesthesia and was very volatile. The hospital staff was attempting to restrain the patient. The patient kicked the halogen light cover causing the glass to shatter. The halogen light was at a height to where a nurse/doctor could walk underneath without bending. The glass fell all over the area into many small pieces. The patient had already been sewn up so there was no glass that had fallen into the patient. After the sales representative spoke to the charge nurse that was on duty that night, it was discovered that there were no cuts or bruises on the patient's foot or any adverse effects to the patient.